Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: part # 157452/ head / lot # 328010. Part #192110/ stem / lot # 260780. Part #139272/taper/ lot # 612360. Reported event was able to be confirmed by x-rays; radiographs indicated failed left tha attributable to metal ion toxicity, general, ebl <50ml, no fluid within the joint or fibrinous material (scar tissue), femoral head exchanged and active articulation placed, no intraop complications or significant findings noted DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent initial left hip surgery. Subsequently, the patient underwent a revision procedure approximately 5 years post implantation due to pain and elevated metal ions. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unk taper adapter, unk stem. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11261. Product location unknown.

Event description:
It was reported by the patient's legal counsel that the patient underwent a left total hip arthroplasty. Legal counsel further reports that the patient underwent a revision procedure due to patient allegations of metal ion toxicity. Attempts have been made and additional information on the reported event is unavailable.